Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was noted that the pod was loose causing the cannula to dislodge from the site. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and ketones on (B)(6) 2024. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod on the arm between 37 and 48 hours on the leg. It was noted that the pod was loose causing the cannula to dislodge from the site. Symptoms reported include not feeling well and vomiting. At the hospital, the patient was treated with saline solution and a new pod was applied. Patient was discharged the same day.